Manufacturer narrative:
Additional mdrs related to this event:3025141-2015-00219: plate,3025141-2015-00221: screw 2,3025141-2015-00222: screw 3,3025141-2015-00223: screw 4.

Event description:
A surgeon implanted a short olecranon plate to treat a slightly comminuted fracture. At two week post surgical follow up, it was visible via x-ray that the proximal portion of the plate had pulled away from bone. Revision surgery was performed.